Event description:
Balloon and stent were difficult to position. Balloon and stent would not easily come back into guide (5f) so all were pulled as a unit and upon exiting the sheath, the stent was dislodged at 5f sheath and sitting at the end of sheath. User was unable to snare the stent from a 6f sheath placed in the left sfa and stent embolized down the right leg.